Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 92858, was returned and analyzed. Visual inspection of the balloon catheter showed the push button luer was broken. Smart chip verification indicated the catheter was used for 7 applications. The catheter failed the performance test due to the frost formation on the coaxial connector during ablation cycle. Dissection revealed a leak path through the catheter coaxial connector adhesive. In conclusion, the balloon catheter failed the returned product inspection due to the broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the balloon catheter was returned and subsequently tested out of specification per the manufacturer's investigation.